Event description:
Per allergist (as allergic reaction precaution) prednisone 20mg 2009 hs and in the next day. Root canal therapy at about 4 days prior at 9:30am and 5 days after. Slight rash and burning on face immediately when dam placed and contacted skin. Questioned endodontist re: material of dam, assured "non-latex" some redness and itching and burning of face when left office. By 1:30 pm full redness in area where dam had been placed, burning and itching on face. Raspy voice, throat swelling, difficulty breathing, asthma flare-up. Notified allergist: prescribed prednisone, benadryl, topical cortisone ointment and increased inhalers use. Reaction started to decrease within 2 hours. Completely cleared by at about 5 days later. No residual adverse effects.